Event description:
It was reported that the pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer's insulin was temporarily suspended due to the alarm, but after following instructions from technical support to remove obstructions and clean the speaker holes, the pump resumed normal operation. Additional guidance was provided to prevent future altitude alarms.